Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor connectivity issues specific to the ilet, characterized by signal loss to the ilet while the dexcom mobile app continued to display glucose values and the cgm functioned. Symptoms included no adverse physiological effects and no change in blood glucose control. Outcomes included no medical intervention, no hospitalization, and no long-term impact. Investigation included guided troubleshooting steps consisting of bluetooth toggling, device restart, and re-entry of the sensor pairing code to reinitiate the pairing process. Investigation of this case revealed a communication failure between the cgm and the ilet without evidence of sensor malfunction, consistent with an intermittent connectivity issue between devices. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication error attributable to external or user-environmental factors affecting wireless pairing.